Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event is estimated.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via a 14f sheath hole prior to an interventional temporary heart pump procedure. Reportedly, when the plunger was pressed and the sutures were deployed, the needles did not connect with the cuffs, as a cuff miss occurred with two proglide devices. The pre-close technique was abandoned. The sheath was replaced in the groin and the temporary heart pump procedure continued without issue. Hemostasis was achieved post close with a new proglide device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.